Manufacturer narrative:
Follow up information received on 07-jun-2016: updated quality-safety evaluation of ptc results. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information received on 20-jun-2016: the patient was on oral contraceptive pills before essure placement. Essure lot number 977932 was placed on (B)(6) 2012. On 2015, novasure procedure was done. On (B)(6) 2016, total hysterectomy and bilateral salpingectomy was performed for chronic pelvic pain and right ovarian cyst. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and this is her second year with ovarian cysts. She stated that she had multiple episodes and multiple ovarian cysts and also experienced 9 to 10 day menstrual periods and sometimes she bled continuously for three weeks. Also she presented chronic pelvic pain. A hysterectomy was performed. The events are serious due to medical importance and only ovarian cysts is unlisted in the reference safety information for essure. Considering the pathophysiology of ovarian cysts and localized action of essure in the fallopian tubes, a causal relationship between ovarian cysts and essure inserts is unlikely. With regards to the other events, both occurred after essure insertion. Considering this information, a causal relationship between the events and essure cannot be excluded. This case was upgraded to incident since surgical intervention was performed. Additionally, non-serious events were reported. An updated of product technical complaint is awaited.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5060766) in united states on 14-apr-2016 who had essure (fallopian tube occlusion insert) inserted. She stated she had essure done almost 4 years from the reporting time and this is her second year with ovarian cysts. She stated this product is dangerous. Follow-up received on 05-may-2016: consumer reported that, on (B)(6)-2016, she had a hysterectomy. Consumer does not have lot number and informed that insertion date was on (B)(6) 2012. According to her, the hysterectomy removed fallopian tubes, right ovary and uterus (she was able to keep her left ovary). Consumer reported that her essure procedure went well and she had the procedure verified and everything (essure coils were in place). She also stated that she contacted the FDA because she is highly allergic to nickel and, after essure, she had hair loss, bacterial vaginitis and multiple episodes and multiple ovarian cysts the size of grapefruits. Prior to essure, her menstrual periods were 4 to 5 days long and, after essure, she had 9 to 10 day menstrual periods and sometimes she bled continuously for three weeks. It was also informed that after essure she had a novasure procedure. Consumer has follow-up to hysterectomy scheduled for (B)(6)-2016. Quality safety evaluation received on 25-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical event and a quality defect. Company causality comment this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and this is her second year with ovarian cysts. She stated that she had multiple episodes and multiple ovarian cysts and also experienced 9 to 10 day menstrual periods and sometimes she bled continuously for three weeks. A hysterectomy was performed. The events are serious due to medical importance and only ovarian cysts is unlisted in the reference safety information for essure. Considering the pathophysiology of ovarian cysts and localized action of essure in the fallopian tubes, a causal relationship between ovarian cysts and essure inserts is unlikely. With regards to the other event, it occurred after essure insertion. Prior to essure, her menstrual periods were 4 to 5 days long. Considering this information and in the lack of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was upgraded to incident since surgical intervention was performed. Additionally, non-serious events were reported. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical event and a quality defect.

Manufacturer narrative:
Follow up information received on 21-sep-2016: updated quality-safety evaluation of ptc upon lot receipt. This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and this is her second year with ovarian cysts. She stated that she had multiple episodes and multiple ovarian cysts and also experienced 9 to 10 day menstrual periods and sometimes she bled continuously for three weeks. Also she presented chronic pelvic pain. A hysterectomy was performed. The events are serious due to medical importance and only ovarian cysts is unlisted in the reference safety information for essure. Considering the pathophysiology of ovarian cysts and localized action of essure in the fallopian tubes, a causal relationship between ovarian cysts and essure inserts is unlikely. With regards to the other events, both occurred after essure insertion. Considering this information, a causal relationship between the events and essure cannot be excluded. This case was upgraded to incident since surgical intervention was performed. Additionally, non-serious events were reported. According to technical analysis (updated with batch number investigation), a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5060766) on 14-apr-2016. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('9 to 10 day menstrual periods and sometimes she bled continuously for three weeks'), pelvic pain ('chronic pelvic pain') and ovarian cyst ('this is her second year with ovarian cysts / multiple episodes and multiple ovarian cysts') in a 30-year-old female patient who had essure (batch no. 977932) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive pills. Concurrent conditions included endometrial ablation since 2015 and nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), alopecia ("hair loss"), bacterial vulvovaginitis ("bacterial vaginitis"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("bloating") and fatigue ("feeling tired") and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, ovarian cyst, alopecia, bacterial vulvovaginitis, abdominal pain, back pain, weight increased, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bacterial vulvovaginitis, fatigue, menorrhagia, ovarian cyst, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event 'abdominal pain¿, ¿back pain¿, ¿weight gain¿, ¿bloating¿, ¿feeling tired¿ added. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. The events are serious due to medical importance and only ovarian cysts is unlisted in the reference safety information for essure. Considering the pathophysiology of ovarian cysts and localized action of essure in the fallopian tubes, a causal relationship between ovarian cysts and essure inserts is unlikely. With regards to the other events, both occurred after essure insertion. Considering this information, a causal relationship between the events and essure cannot be excluded. This case was upgraded to incident since surgical intervention was performed. Additionally, non-serious events were reported. According to technical analysis (updated with batch number investigation), a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5060766) on 14-apr-2016. The most recent information was received on 01-may-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('9 to 10 day menstrual periods and sometimes she bled continuously for three weeks') and pelvic pain ('chronic pelvic pain') in a 30-year-old female patient who had essure (batch no. 977932) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive pills. Concurrent conditions included endometrial ablation since 2015 and nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("this is her second year with ovarian cysts / multiple episodes and multiple ovarian cysts"), alopecia ("hair loss"), bacterial vulvovaginitis ("bacterial vaginitis"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("bloating") and fatigue ("feeling tired") and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, ovarian cyst, alopecia, bacterial vulvovaginitis, abdominal pain, back pain, weight increased, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bacterial vulvovaginitis, fatigue, menorrhagia, ovarian cyst, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5060766) on 14-apr-2016. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('9 to 10 day menstrual periods and sometimes she bled continuously for three weeks') and pelvic pain ('chronic pelvic pain') in a 30-year-old female patient who had essure (batch no. 977932) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive pills. Concurrent conditions included endometrial ablation since 2015 and nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("this is her second year with ovarian cysts / multiple episodes and multiple ovarian cysts"), alopecia ("hair loss"), bacterial vulvovaginitis ("bacterial vaginitis"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("bloating"), fatigue ("feeling tired") and blepharospasm ("left eyelid twitching") and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, ovarian cyst, alopecia, bacterial vulvovaginitis, abdominal pain, back pain, weight increased, abdominal distension, fatigue and blepharospasm outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bacterial vulvovaginitis, blepharospasm, fatigue, menorrhagia, ovarian cyst, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. New event left eyelid twitching was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.